Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "recurrent purulent infections on the fingers"

Event description:
Patient reported experiencing ¿burning pain in the breasts," ¿concentration problems¿, ¿red and burning facial skin,¿ ¿massive allergies,¿ and ¿recurrent purulent infections on the fingers.¿ the following reported events have been deemed not related to the device: ¿almost daily headaches,¿ ¿heavy, aching arms and joints,¿ "severe fatigue, chronic tiredness,¿ ¿extremely dry, burning eyes,¿ ¿hair loss, food intolerances (not present before),¿ and ¿frequent sinusitis." The reported events of ¿massive allergies¿ and ¿, heavy, aching arms and joints¿ are considered systemic adverse reactions. The device remains implanted. This relates to an unknown side.